Event description:
It was reported that apparently during boot-up of the device, it freezes at intermittent intervals on the first screen and rebooting the unit sometimes does not help. The item was tested before the surgery. The technician reported that failure could not be duplicated.

Manufacturer narrative:
Additional info will be provided once investigation is completed.